Manufacturer narrative:
The console was field service at the user's facility, during inspection it was confirmed that the console displayed error 216 - swm and safety igbt-safety igbt leakage fail. This error was displayed due to a worn switching module which was replaced. The field service engineer noted the charger was defective and required replacement. After replacing the switching module, the issue was resolved. As result, the console was within specification and functioning as intended. Therefore, the reported event was confirmed. In addition, the power management controller unit board, was received at our post market quality assurance laboratory, visual inspection found the component and its electrical connections to be in good condition. Also, the safety igbt and switching module were returned, however, visual inspection identified that the components were in good condition.

Event description:
It was reported that during procedure. The console displayed error codes 216 - swm and safety igbt-safety igbt leakage fail and 52 - fiber reached max allowed session. The procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during procedure. The console displayed error codes 216 - swm and safety igbt-safety igbt leakage fail and 52 - fiber reached max allowed session. The procedure was cancelled. No further information was available. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was field service at the user's facility, during inspection it was confirmed that the console displayed error 216 - swm and safety igbt-safety igbt leakage fail. This error was displayed due to a worn switching module which was replaced. After replacing the switching module, the issue was resolved. As result, the console was within specification and functioning as intended. Therefore, the reported event was confirmed. In addition, the pmcu was receipt at our post market quality assurance laboratory, visual inspection found the component and its electrical connections to be in good condition.

Event description:
It was reported that during procedure. The console displayed error codes 216 - swm and safety igbt-safety igbt leakage fail and 52 - fiber reached max allowed session. The procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during procedure. The console displayed error codes 216 - swm and safety igbt-safety igbt leakage fail and 52 - fiber reached max allowed session. The procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was field service at the user's facility, during inspection it was confirmed that the console displayed error 216 - swm and safety igbt-safety igbt leakage fail. This error was displayed due to a worn switching module which was replaced. The field service engineer noted the charger was defective and required replacement. After replacing the switching module, the issue was resolved. As result, the console was within specification and functioning as intended. In addition, the power management controller unit board, was received at our post market quality assurance laboratory, visual inspection found the component and its electrical connections to be in good condition. Also, the switching module was return, visual inspection identified that the component was in good condition. However, functional testing of the component identified that the recovery diodes d3, d4 and transistor igbt q1were broken. Therefore, the reported event was confirmed.

Manufacturer narrative:
The console was field service at the user's facility, during inspection it was confirmed that the console displayed error 216 - swm and safety igbt-safety igbt leakage fail. This error was displayed due to a worn switching module which was replaced. The field service engineer noted the charger was defective and required replacement. After replacing the switching module, the issue was resolved. As result, the console was within specification and functioning as intended. In addition, the switching module was return, visual inspection identified that the component was in good condition. However, functional testing of the component identified that the recovery diodes d3, d4 and transistor igbt q1were broken. Therefore, the reported event was confirmed.

Event description:
It was reported that during procedure, the console displayed error codes 216 - swm and safety igbt-safety igbt leakage fail and 52 - fiber reached max allowed session. The procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.this event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.